Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified vessel below knee. A 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. However, during the 6th inflation at 8 atmospheres in 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.